Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition issue. This complaint is against the battery cap alone. The reporter stated that the battery cap threads were stripped and that the cap would just turn and turn and not secure tightly to the pump. The reporter stated that tape was used to keep the cap in place and denied moisture, corrosion and damage to the pump itself. The reporter stated that the last battery cap change was about 1 year ago. The user guide instructs the user to change the battery cap every six months. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.